Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported difficulty recharging that it takes a couple hours to recharge. Patient said the top of their implant is poking out, the same sensation that they got previously that led to a surgical revision. Patient also mentioned something about broke wire and one is floating around. Patient also reported getting desired settings not available. Patient said they were up to 6 ma in some programs and in others 8-9 ma, which technical services (ts) explained may be at the upper limit of what the system can deliver. Patient said they were able to go higher before; stimulation issue started about a month ago. Ts wasn't able to get an idea how long the recharging issue has been going on. Ts redirected patient back to hcp to address recharging issue and therapy issue. No symptoms were reported.  [See pe 705280608 for previous lead revision]